Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device and her feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on (B)(6) 2012 at 11:30 a.m. The patient was unable to provide specific readings she obtained with the subject meter that she felt were inaccurately high. The patient claimed that on an unspecified time on (B)(6) 2012 her blood glucose was "110 mg/dl" when tested with her doctor's meter. The patient reported that she tested with the subject meter within 30 minutes and obtained a result "30 points higher" than the doctor's meter (exact result not recalled by patient). The patient is on insulin pump therapy and denied making any changes to her insulin regimen in response to the alleged high readings she was obtaining. On (B)(6) 2012 at approximately 4pm, the patient claimed she "passed out" and was immediately taken to the emergency room by emergency medical services (ems). The patient informed the cca that ems tested her blood glucose on their meter and obtained a blood glucose result of "42mg/dl". The patient stated she was treated with IV glucose by a health care professional (hcp). The patient informed the cca that she did not recall what blood glucose reading(s) she obtained with the subject meter prior to "passing out". At the time of troubleshooting cca confirmed that the subject meter was set to the correct unit of measurement. The patient did not have the vial of test strips available that were used on the day paramedics were called. Replacement product was sent to the patient. This complaint is being reported because the patient was reportedly treated for severe hypoglycemia by an hcp after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/14/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found, the primary complaint was not confirmed. Since the test strip lot number was not provided by the patient, pa unable to perform any evaluation. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.